Event description:
Sales rep reported on behalf of the customer that a gamma nail fractured within a few months after the initial implantation.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.